Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2014). The patient¿s meter and test strips have been returned on 6/24/2014 and 6/13/2014, respectively, and evaluated by lifescan product analysis on 7/8/2014 and 7/10/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately erratic when she performed two consecutive blood glucose tests. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on the morning of 05/14/2014 she obtained blood glucose readings of ¿2.8 and 4.2 mmol/l¿ with the subject meter, performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ precision criteria. The patient confirmed that at the time of testing she was ¿sweaty and couldn¿t talk¿; symptoms she associated with a low blood glucose. The patient stated her fiancé provided treatment with a glucagon injection in response to her symptoms and low result of ¿2.8 mmol/l¿. Prior to awaking symptomatic that morning, the patient informed the csr that she had tested at approximately 1:00am that morning. The patient did not recall the specific reading obtained, but mentioned she recalled it being ¿normal¿. The patient confirmed she did not take any medication for her diabetes after testing at 1am. When asked what she felt may have caused/contributed to onset of low blood glucose symptoms, the patient reported that she was pregnant and her blood glucose had been ¿up and down¿ intermittently. At the time of troubleshooting, the csr noted that a control solution test was not performed. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no evidence that suggests that the subject meter caused and/or contributed to this injury. The patient was symptomatic prior to obtaining the alleged inaccurate erratic results. In addition, there was no delay in treatment due to meter results. However, this complaint is being reported because the subject did not meet lfs' precision criteria.